Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual examination of the reloads noted that it was partially fired. Functional testing of the reloads found no abnormalities as it was applied to test media, all remaining staples were applied and test media was transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastroplasty, the loads did not fire. There was no patient injury reported.